Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was explanted for an unknown reason. No further information is available at this time.

Event description:
Additional information received reports that the patient's ipg was replaced due to recharge burden.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.